Event description:
Mcs at integris baptist medical center received a call from the patient's caregiver at 0212 on (B)(6) 2021. Patient had constant alarm. Patient's bp wnl, no kinks or abnormal positioning of cannulas. Freedom driver was changed at home by caregiver at 0200.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods on 07 may 2020. Alarm history and patient data file review found one new alarm recorded in the driver's data file. Visual inspection of external components found driver front housing separation along the bottom side and two housing boss anchors were damaged. Visual inspection of internal components found damage; the secondary motor was not in the default position indicating the secondary motor was engaged during operation. The piston cylinder assembly (pca) scotch yoke had visible damage but this did not prevent the secondary motor from operating as intended. Manual rotation of the primary motor during evaluation found the motor did not spin freely as designed. Freedom driver passed initial functional testing for acceptance at incoming inspection. Additional testing was performed in an attempt to replicate the customer reported alarm. An overnight observation run was performed, device was found alarming the next morning. Two new fault codes were recorded in the data file indicating that the driver had switched to operation on the secondary motor during the observation test. After, the freedom driver was subjected to a second functional test and the driver again, passed testing. However, a grinding noise was observed. A second observation run was performed, and no alarms were produced but the grinding noise was still present. Failure investigation for this complaint confirmed the reported issue via alarm history data review. The complaint was replicated during initial and secondary observational testing. The root cause of the customer reported alarm was the primary motor. Patient was switched to a backup driver with no reported adverse impact.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.